Event description:
A physician reported that a pt was double skin tested on 19 june 1997 and 10 july 1997 with negative results. The pt rec'd her first treatment in the glabella, upper vermilion border, and right oral commissure on 28 august 1997. On 25 september 1997, the pt noticed that the injected areas on the face became red after exercise, and on 8 october 1997, she noticed that the injected areas became swollen and red after exercise. On 9 october 1997, the pt was examined by the physician, who noted that the treated areas had barely perceptible erythema. She diagnosed a collagen hypersensitivity and prescribed topical desowen, hydrocortisone cream, and oral zyrtec.